Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient¿s last wearable failed, and he had no other wearable supplies available. It was also reported that the patient did not have a bg meter to use for a back-up either. The patient was wearing a tandem insulin pump. A few hours after the wearable failed, the patient started to feel ¿high and sick¿, however, no specific physical symptoms were reported. The patient went to the emergency room for evaluation. At the ER, the patient¿s bg meter reading was 590 mg/dl. The patient was treated with insulin (route not specified) and then discharged home after 4 days. The patient was ¿feeling fine¿ at the time of report. Data was provided for investigation. The allegation was not confirmed via data. However, no readings/ sensor error/ brief sensor issue under an hour was found in connection to the reported allegation. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).